Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's daughter reported via phone call that the customer experienced high blood glucose. She stated that the customer had been trying to change the infusion set but insulin continues to drip after letting go of the act button during prime. It was stated that the customer did not see a gap between the piston and reservoir stopper during prime. It was not confirmed if the drive support cap is recessed. Customer was advised to change the infusion set and reservoir and she was able to prime. It was advised to treat with a bolus and call back if issues persist.